Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not found on the communication bus due to loose connections. A field service engineer reseated all the connections to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.